Manufacturer narrative:
Due to character limitation, e1 (initial reporter) : (B)(6). Updated fields: b4, b5, b6, b7, d8, d9, d10, g1, g3, g6, h2, h3, h6 (health effect clinical code and impact code), h11. Corrected fields: e1.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had abnormal noise during startup. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had abnormal noise during startup.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse did not notice anything abnormal in the device. The fse noticed that the muffler filters were broken (d103-00-0631). The fse replaced the filters (d103-00-0631). The unit passed all safety and functional tests and was returned to the customer for clinical use.